Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a no delivery alarm and a motor error alarm. Customer reported that the motor error alarm occurred during priming. Customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.